Event description:
The reporter contacted animas on (B)(6) 2012, and claimed the bolus button fell off, as the pump was being examined to find where water leaked under the keypad. There is no adverse event associated with this complaint. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was worn but intact. Evaluation revealed that the buttons respond appropriately. There was no evidence of keypad contamination found under the button contacts. The bolus button was found to be intact. The reported complaint that the bolus button fell off was not found. Unrelated to the complaint, a case seal leak and keypad leak were found leak test. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.